Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors had pulled out while he was sleeping. The blood glucose reading was 400 mg/dl. Nothing further was reported.